Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. It was reported that the pt's arteries were diseased, and the pt had iliac occlusive disease, the iliac arteries were calcified and not very tortuous. Aneurysm morphology is unknown. The pt was heparinized at the beginning of the implant procedure. The left iliac artery was reported to be obstructed with calcium; therefore, the artery was balloon angioplastied prior to insertion of the bifurcated device. The stent graft was then inserted without difficulty with the aid of a 22 french sheath. The contralateral limb was inserted with the aid of an 18 french sheath. It was reported that the sheath bent severely during insertion. One day after the implant procedure, the pt became paralyzed from the waist down. The physician speculates that an artery supplying the spinal cord may have embolized. Magnetic resonance imaging did not reveal any areas of infarction, and is unknown where the embolic event may have occurred. The superior mesenteric artery and the right hypogastric artery were present. It was reported that the stent graft looked fine. The pt continued to receive anticoagulation therapy post-procedure. It was reported that the pt died 18 days post-implant from an unknown cardiac event. No autopsy was performed, and it was reported that the death was not related to the stent graft.